Manufacturer narrative:
Due to a discrepancy with the customer reported serial number of the humidifier compared to the base device units registered to the customer, the model and serial number of the base device is unknown. Additional information is not available at this time.

Event description:
The manufacturer was contacted in reference to m series heated humidifier device. There was a report of patient passing away. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.